Event description:
It was reported that for a coronary interventional procedure, while unpacking the 3 x 28 mm xience v rx stent delivery system, the physician found the shaft was bent. Another xience v stent was used to finish the procedure successfully. The first xience was not used on the patient so there were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided. This is being filed based on the returned device evaluation which revealed a hypotube separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The returned goods lab analysis noted blood in the guide wire lumen, on the balloon, and on the stent implant, which is consistent with guide wire advancement and advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. This is inconsistent with the report that the kink was noted upon unpackaging and that the device was not used. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The shaft was separated 80 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket material was stretched, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. There were two kinks and a bend in the shaft. Factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. There were no nonconforming material report issues indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents reported for shaft damage/separation. Request for information from the account regarding the additional damages and potential use of the device did not reveal a conclusive response. It is likely that the shaft kinks and bend occurred during preparation for use and/or during a procedure and further handling of the device contributed to the shaft separation. There is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release.